Event description:
The customer was hospitalized for high blood sugar levels. It was conveyed that the dr tested that pump and stated that the pump is not working properly. The tech was unable to troubleshoot because the customer did not have any supplies in the pump. At that time, family member advised that a replacement will be sent. The next day, the nurse educator had called the helpline. It was reported that the customer may be using the wrong infusion set for body type. The educator had suggested that the customer try a different type of set.